Event description:
Customer reported unexpected negative reactions on echo during validation testing. Customer states that they ran a sample that was previously 2+ positive at a sister facility, identified as having anti-c, -e, giving unexpected negative reactions on echo. Another patient sample known to contain the following antibodies anti-d, -fya, -jkb (anti-d is not demonstrable at either facility) was run on echo and resulted as an unexpected negative.

Manufacturer narrative:
Reviewed instrument images; images appeared to be slightly cloudy. The probe was replaced. Customer re-ran screens on two of the samples in question, after replacing the probe. Sample 1 had negative results, but was visually positive. Sample 2 had positive reactivity on 1 cell. A service call was made. The camera reader was replaced. The instrument was tested and operated within specifications.